Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the insulin pump's sensor. The customer received calibration error and change sensor alarms. The sensors were reading as low as 20 mg/dl to 90 mg/dl. The insulin pump went into threshold suspend when his blood glucose level was 109 mg/dl. The customer also had issues with bent sensor cannulas. The customer had several scars from previous surgeries. He tried a lower area of his abdomen but it kept bleeding. The product was not returned. Nothing further to report.